Event description:
Femoral popliteal bypass graft in progress: tunneler with sheath passed through leg. "Tip" then noted missing. Us and x-ray done and tips not found. Later films noted possible fb in thigh. Product reported to be ractiopaque.